Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that when compared to another emitter under same exact conditions and geometry error was higher. The hardware, software, and instruments passed the system checkout. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for analysis. Analysis found that when the flat emitter was tested it functioned as expected with passing accuracy results. The emitter was fully functional, and no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional and endoscopic sinus surgery. It was reported that the flat emitter was not working as expected. Representative analysis showed that emitter had a higher geometric reading than other emitters. There was no impact to patient. There was no delay to the procedure as a result of the reported issue. On (B)(6) 2018 (rep): additional information received confirmed the new emitter is functioning as intended.